Manufacturer narrative:
It was learned via a follow up conversation with the surgeon regarding the reported patients, that as far as he recalls the patients are doing fine now and their issues may have had nothing to do with the lens. No further information was provided. (B)(6). Device evaluation: the reported lenses have not been explanted; and therefore, no product is available for investigation. Manufacturing record review: a manufacturing record review was not possible as serial numbers for the lenses were not provided. The iol acrylic process room is controlled to avoid possible transfer of contamination following procedures and policies. Labeling review: the directions for use (dfu) was reviewed and adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. A product complaint history review was performed and revealed no product deficiencies. Based on the historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: unknown since serial number(s) were not provided. Age(s)/date of birth(s) and sex/gender(s): unknown, not provided. Date(s) of event: unknown, not provided. Catalog #(s), expiration date(s), and serial #(s): unknown, not provided. Implant and explant dates: if explanted or explanted, give date(s): unknown, not provided. Initial reporter address and phone number: unknown, not provided. Device manufacture date(s): unknown as serial number were not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a surgeon had about a dozen out of about 2500 patients who experienced persistent inflammation, sometimes up to one year, after implantation of the model zcb00 intraocular lens. The surgeon learned some colleagues were studying the issue that this one piece lens may be causing the inflammation because the fatter haptics may be causing the capsule to rub against the iris. The surgeon said that pre-op there was no reason to suspect the results. No additional information was provided.